Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the pace/sense portion of this defibrillation lead which resulting in inappropriate shocks and pacing inhibition. The noise could be reproduced.